Event description:
Reporter indicated that the site's dell handheld computer screen became frozen after interrogation. A soft reset resolved the issue.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.